Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, seven (7) by phone and mail, very little additional information had been provided. It was reported by the user facility clinical engineer that there were no other issues reported since then and that the system seems to be working normally, thus no service was required. The questions regarding the severity of the burn and the type/manufacturer of the fiber remained unanswered. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. The system was manufactured on 10-may-2018 and installed at the customers site on (B)(6) 2018. According to the report, during a procedure, a user went to remove the fiber and burn their fingers. No report of patient injury or complications was received as the procedure was completed with another fiber. It is likely that the event was the result of handling the fiber before letting it to cool enough. All lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it or highly unlikely that lumenis is the manufacturer of that fiber. Although there is no evidence that a lumenis product had malfunctioned in this event, and the incident did not cause or contribute to any change in the patient's condition, the event caused a burn to staff. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, lumenis is reporting the event in an abundance of caution. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4). Since no new relevant information has been received, a follow-up MDR is not needed.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, a user went to remove the fiber and burn their fingers. No report of patient injury or complications was received as the procedure was completed with another fiber.